Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed due to 0 volts. A review of the sharelogs was performed and a transmitter failed error was found within the investigation window. The allegation was not confirmed as a pair new transmitter message was not found. The probable cause could not be determined as the reported allegation was not found. The reported event of a pair new transmitter message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.